Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd insyte¿ IV catheter was damaged. The following information was provided by the initial reporter, translated from spanish: "a photograph is received via whatsapp reporting that the tip of the catheter is flowered."

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2006902, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the device was still inside of its original packaging in the first photo. In the second photo only showed the product label. In either photo the engineer could not see a clear picture of the device or inspect the device for the reported defect. Therefore, based off the provided photos the engineer could not verify the reported defect. Since no defects were identified in the provided photos a definitive root cause could not be determined. For a more thorough investigation a physical sample or a closer picture of the device outside of its packaging would be necessary. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the tip of the bd insyte¿ IV catheter was damaged. The following information was provided by the initial reporter, translated from spanish: "a photograph is received via whatsapp reporting that the tip of the catheter is flowered."